Event description:
It was reported that during a lap afg procedure the blade tip broke. The broken part was found and removed. No patient consequences were reported.

Manufacturer narrative:
Date sent: 08/07/2007.